Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of tylenol the parent and patient were sitting in the chair together.&#1480;en the parent stood up, the med line came disconnected. Upon inspection it was noted that the med was still securely fastened in the pump and the needlefree valve was broken. There was no report of any patient harm.

Manufacturer narrative:
.